Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a primary surgery had been performed on (B)(6) 2010, the plaintiff underwent a revision surgery of the left hip on (B)(6) 2021 due to pain and elevated chromium and cobalt levels. Surgical findings during the revision confirmed local tissue reaction. The outcome of the patient is unknown.

Manufacturer narrative:
H3, h6. It was reported that revision surgery was performed on the patients left hip. As of today, the devices used in treatment have been requested but have not become available. A review of the historical complaints data for the cup and head was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product. Other similar complaints have been identified for the head and cup. However, as bhr systems of this size are no longer sold, no action is to be taken. A search was also performed using part numbers, the reported failure modes and description summary to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. No other similar complaints were identified for the modular sleeve. Similar complaints have been identified for the head and cup. However, as bhr systems of this size are no longer sold, no action is to be taken. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was not performed for the cup and head as these devices have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. Per the surgical technique, the acetabular component is to be impacted with 15-20 degrees of anteversion and 40-45 degrees of abduction. However, the operative report¿s indication that the acetabular component was impacted at 20 to 25 degrees of anteversion. It is unknown if this position of the acetabular component has led accelerated wear and the reported pain, elevated chromium and cobalt levels along with the intraoperative findings of corrosion. Although it was reported the patient had elevated metal ion levels, neither the levels nor the lab reports were provided for review. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, elevated metal ion levels, and corrosion cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant or implant failure. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.

Event description:
It was reported that, after a primary surgery had been performed on (B)(6) 2010, the plaintiff underwent a revision surgery of the left hip on (B)(6) 2021, due to pain and elevated chromium and cobalt levels. Surgical findings during the revision confirmed local tissue reaction. During the revision, the metallic femoral head was explanted and replaced with an oxinium femoral head and a bhr xlpe dual mobility liner. The patient was brought to the recovery room in stable condition.

Manufacturer narrative:
Internal reference number: case (B)(4).